Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent as the implantable cardioverter defibrillator (ICD) was pacing on the p wave. The remote transmission showed the right ventricular (rv) lead had small r waves and the lead trends showed a decline in the r wave measurement. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.